Event description:
It was reported to boston scientific corp on december 14, 2007, that a securi-t enteral feeding device (replacement bolster) was placed in a male (weight unk) on two and a half months earlier. According to the complainant, "an initial placement procedure was performed on the pt in approx nine months prior to original date. Approx four months later, [a] replacement procedure was performed. [A] second replacement procedure was performed on approx three months later. "Astriction was performed during that procedure to stop minor bleeding which occurred after tube removal. Proper position of the replacement tube was then confirmed. On the next day, it was reported that the pt became diplegic, and changes were observed in the pt's "eyeballs." In the afternoon the pt was transferred to another facility, where "under CT, it was confirmed that the tube [had] migrated into the abdominal cavity," and the pt died that "evening." Info received on january 9, 2008 revealed that autopsy results are not available, and the cause of death is unk.

Manufacturer narrative:
The suspect device has been discarded by the user facility: therefore, a device evaluation cannot be performed and the relationship between the device and the event is undetermined. Although the lot number was not provided by the customer, a review of the customer shipment history revealed that only one lot (9591449) had been shipped to the customer in the 6 months prior to the receipt of the complaint. The device history record for this lot was reviewed; no anomalies were noted. The november 2007 15 month replacement button enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.